Event description:
As reported by affiliate: 'our sales rep went to the hosp, and met dr who is deputy head of risk mgmt dept as well as assistant professor of cerebral surgery. The contents of interview are as follows: the incident had happended the end of last year. The male pt suffered from circulatory deficit of right leg. The pt was treated with angiographic picture. During treatment above, pt was ventilated with parapac 2d without monitoring pulseoximeter nor capnomonitor. The pt circuit was removed from parapac for 10 minutes, though 4 drs accompanied with the pt. The circuit was s-wave corrugate tube instead of our recommendation one. The pt has health damage in his brain. In order for hosp to report, dr. Asked smj to notify the other same incidents using with parapac. The hosp had the press conference to show its apology on dec 27. Smj was not notified till the news were opened to the public dec. 28.'

Manufacturer narrative:
The actual device will not be returned for eval and the reported fault does not claim that the ventilator malfunctioned. From the reported details, an unapproved pt hose was used and the user did not comply with the following stated warnings in the user manual: 'failure to constantly monitor the pt whilst using this equipment may lead to death or serious injury.' ' blood gas levels must be monitored independently, correct operation of the ventilator will not necessarily achieve the required blood gas levels. Also, when used at moderate altitude, it is essential that the user closely monitors delivered tidal volume, and measures end-tidal co2 using suitable capnography.' ' failure to use approved circuits and accessories may lead to unsatisfactory ventilator performance.'